Event description:
During a carotid stenting procedure, the pt's blood pressure became extraordinarily low after the precise stent was placed. Dopamine was administered via IV, and blood pressure recovered to normal (detail unk). The pt was 75 year-old male. The target lesion was carotid artery (side unk). Blood pressure pre-procedure is unk. There is no info regarding the target vessel characteristics. There was no difficulty accessing the lesion with a guidewire. It is unk if the lesion was pre-dilated. There was no dissection. There was no difficulty placing the stent at the lesion. It is unk if the stent was post-dilated. It is unk if there was any debris in the basket of the angioguard distal protection device when it was removed. There is no info as to when the blood pressure dropped following stent placement. The angioguard was placed when the event occurred. The lesion was successfully treated. The pt is in stable condition.

Manufacturer narrative:
The product is not available for evaluation and testing. Add'l info to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #1016427-2008-00071 and 9616099-2008-00655.